Manufacturer narrative:
The actual device was not received for evaluation; therefore, a device analysis could not be completed for that sample. However, retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional (gravity and leak) testing was performed with no issues noted. The samples were conforming per product specifications. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from an unspecified location. This issue was identified during preparation. There was no patient involvement. No additional information is available.